Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.